Manufacturer narrative:
Date of event: estimated based on the event happening the last week in (B)(6) 2021.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted after meeting release criteria and no leak noted. In (B)(6) 2021, a transesophageal echo (tee) follow-up showed very low residual flow through the device. The patient will be observed and no further intervention is expected to occur. No adverse patient effects occurred as a result of this event.